Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient was dry immediately following activation of artificial urinary sphincter (aus) in (B)(6) 2019. Over time the device decreased in performance an soon it did not work at all. A computerized tomography was performed in (B)(6) 2020 to confirm fluid loss, pump and balloon were empty. The patient recently made the decision to have the device replaced. Upon removal, a hole was noted in the balloon. No further complications were reported in relation to this event.